Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_ext, serial# unknown, product type: extension. Other relevant device(s) are: product ID: neu_unknown_ext, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual, movement disorders. It was reported that the patient had experienced eri at 15 months with normal unipolar settings. A factor that could have led to the issue was that the patient reported having some falls over the course of time while these events occurred. Impedances were within normal range until (B)(6) 2017, when they were slightly high. The doctor reported that they were still high on (B)(6) 2017. They also reported that the impedances climbed and some ranges were over 40,000 ohms, indicating open circuits on (B)(6) 2018. The neurologist had referred the patient to a neurosurgeon in order to troubleshoot the system. They were concerned that the patient may have damaged a wire during one of the falls. The issue was not resolved. There were no further complications reported.